Event description:
It was reported that during implant the patient's right ventricular (rv) and right atrial (ra) leads had dislodged. A replacement of the ra and rv leads were attempted multiple times but positioning was difficult due to the patient's post bypass appendages. The leads were explanted and replaced with active fixation leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).